Event description:
Pathology report provided positive alcl of the of the left side breast and left side seroma.

Manufacturer narrative:
Sientra complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure, debris/tissue adhered to the shell; device received encased in capsule; was found to be sutured to the capsule resulting in two pinholes rupture and light yellowing. The device was unable to be weighed. Explant received sutured to capsular contracture, ruled as surgical damaged; no further analysis will be required. The observed result of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Pathology report provided positive alcl of the of the left side breast and bilateral late forming seroma, left side.

Manufacturer narrative:
Correction: b5.